Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger (B)(4) found evidence that the pins were broken and the connector shell was gone. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's stim was not working and the charger was not working, and was broken. Additional information received stated that the connector pin was broken off of the desktop charger. Patient was issued a new desktop charger. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain.